Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture and right atrial (ra) lead exhibited low pacing impedance. The rv and ra lead was explanted and replaced. There were no patient consequences.